Event description:
IV start kit with chg (chlorhexidine gluconate) was used on a patient with a known allergy to chg during IV start which was started during mask induction of anesthesia. The contact dermatitis reaction occurred after leaving the hospital and required follow up treatment and medications. The allergy was known and the kit does say chg on the package but does not stand out and product can be misinterpreted as alcohol skin prep because there is no visible differentiator between the 2 compounds. So the IV start procedure defaulted to routine practice during the time sensitive IV insertion. Advocating for product labeling change or industry tint to chg.